Event description:
It was reported that a large volume folfusor underinfused. The device was filled with flucloxacillin 6000 mg in 230ml sodium chloride (nacl) 0.9%. On disconnection of the device, it was discovered that the full infusion had not been infused in the 23hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured july 18, 2023 - july 20, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which showed residual fluid inside the device's bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.